Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had stuck button alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The pump was received with a fully functional keypad. We peeled off the keypad overlay and no damage was noted on the keypad traces. The keypad flex connector was plugged in properly. The pump passed the displacement and self tests. No button error alarm noted upon testing.